Event description:
A passeo-35 was selected for treatment of a mildly calcified lesion (stenosis degree: 80 percent) in the moderately tortuous mid arteriovenous fistula. The patient was prepared, and guidewire was inserted, followed by the insertion of the passeo-35 balloon for pre-dilatation. However, the balloon failed to inflate properly. It could not be inflated to the nominal pressure. The balloon was withdrawn and replaced with the same model and inflated normally.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the passeo-35 balloon is leaking from a gluing hole in the hub. Microscopic investigation revealed an incompletely filled gluing hole on one side of the hub causing the leakage. The root cause for the reported event is therefore most likely related to the manufacturing process. The relevant internal departments were informed about the investigation results.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the passeo-35 balloon is leaking from a gluing hole in the hub. Microscopic investigation revealed an incompletely filled gluing hole on one side of the hub causing the leakage. The root cause for the reported event is therefore most likely related to the manufacturing process. The relevant internal departments were informed about the investigation results.